Event description:
Rn hung a new bag of fluid in existing IV tubing at 1800. Immediately rec'd air in line alarm, she flushed through the air, and cleared the alarm. At 2000, another rn noted blood backing up in tubing from pt (peripheral IV), some air also noted. Fluid was thought to be not infusing. No alarm sounded, pump appeared to continue pumping.